Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax material. Initially force high was reported. During the procedure, the force values displayed were high. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2023 there was presence of blood within and a hole in the pebax material observed. This event was originally considered non-reportable, however, bwi became aware of a hole on the pebax material on (B)(6) 2023 and have reassessed the event as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2023. The investigation was completed on (B)(6) 2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual examination of the returned catheter revealed the presence of blood within and a hole in the pebax material. A screening test was performed and the device was recognized correctly; however, fluctuating force values appeared during the test due to the blood inside the pebax. The root cause of the damage could be related to improper handling; however, this cannot be conclusively determined there are control inspection points to avoid these issues. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The force issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: if force readings might be inaccurate or another catheter is in proximity: an alert message appears, force readings on the dashboard are displayed in gray, and the force graph is colored white. Resolve the issue according to the directions in the alert message to enable force measurement. You can also continue the study without force data. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. Manufacturer's reference number: (B)(4).